Manufacturer narrative:
Investigation summary: the affected needle or picture is not available for our evaluation so it is not possible to do an accurate investigation of the reported issue. The device history records is not possible to perform since no lot number has been provided. Since defect is not confirmed and it was no possible to review DHR, no correction actions are required.

Event description:
It was reported that the needle 22ga 1in experienced a malfunction in the form of the needle breaking during medication preparation. The following information was provided by the initial reporter: during the preparation of a radiopharmaceutical drug, the needle broke in 2 parts when performing the septum.

Manufacturer narrative:
Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle 22ga 1in experienced a malfunction in the form of the needle breaking during medication preparation. The following information was provided by the initial reporter: during the preparation of a radiopharmaceutical drug, the needle broke in 2 parts when performing the septum.